Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue, stopping the helix from being extended. X-ray examination of the helix was normal; the inner coil inside the connector region was over torqued consistent with reposition procedure. After ultrasonically cleaning the lead and by applying torque directly to the connector pin, the helix could be extended and retracted; the full helix extension length was measured within specifications. The field report of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the threshold of the right ventricular lead had increased. During the repositioning procedure, the helix would not extend and the lead was not properly lodged. The lead was explanted and replaced and the patient was stable.